Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual and microscopic inspection confirmed that the dilator tip was damaged. Inspection of the proximal inner diameter of the faradrive steerable sheath shaft noted excess adhesive in the location where the valve hub bonds to the sheath shaft. Testing confirmed that the dilator tip was likely damaged after insertion into the sheath during the procedure preparation due to the excess adhesive in the inner diameter of the proximal end of the sheath.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath, it was noted during sheath preparation that the dilator tip was damaged. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath was returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the dilator was first visually inspected, and it was noted there was damage to the tip. Next, investigators examined the tip under microscopy which revealed the tip of the catheter was starting to peel back. Based on all the available information the most likely cause of the damaged dilator was determined to be due to quality control deficiency. Investigators were able to determine that an inspection was missed during manufacturing.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the dilator tip was damaged. The damage was found during preparation when it was identified that the tip was misshaped and starting to peel back. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been received for analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the dilator tip was damaged. The damage was found during preparation when it was identified that the tip was misshaped and starting to peel back. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.